Event description:
It was reported that an asymptomatic patient presented to a clinic with his device in backup vvi mode. A user download did not restore the device. An error message was displayed when the elective replacement indicator (eri) byte was checked. Due to continual telemetry losses, further testing could not be performed. The device was replaced.

Manufacturer narrative:
No medwatch form was received.